Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant the lead, however, the helix would not deploy when "against tribicule." The lead was removed and there was "significant torque build up when deployed" outside of the body. A different lead was implanted. No patient complications have been reported as a result of this event.